Event description:
Report received of an aim plus pump that was in the process of being connected to the pt when the motor shaft extension fell off. It was reported that the nurse had gone to the pt's home to initiate tpn therapy. As the nurse proceeded to connect the pump to the pt, the motor shaft extension fell off the pump. The agency was notified. The pt resides near the agency and was taken a replacement pump approximately ten minutes later. The short delay in initiating the tpn did not cause any adverse effects. The reporter stated that they could not locate the motor shaft extension. Although requested, no additional information was provided.